Event description:
This lead was implanted on (B)(6) 2019 and on (B)(6) 2019 was revised due to a dislocation. During the revision it was noticed that liquid has entered the insulation. This lead was explanted and replaced by a new solia s 53.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed a piercing in the lead body about 12 cm distal of the is-1 connector pin. Blood had entered the lead at this site. Further inspection showed cuts in the insulation and deformations of the outer conductor helix. These damages are probably a result of the operation procedure. The analysis showed no further deviations that could be related to the dislocation complained about. Especially the measurement values of the mechanical analysis of the screw mechanism were within technical specifications. After removing the blood and tissue residues from the screw head, it was possible to extend and retract the fixation without resistance and evenly. No anomalies could be detected during the performed screw tests in straight and bent and crossed position. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.